Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple unexpected resets occurred. Upon starting back up, the customer found that the pump history had been deleted. The customer's blood glucose level was 150mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset issue was verified. Additionally, the alleged history issue could not be verified.